Event description:
Patient noted blood coming from IV tubing. Blue cap was found off and required new tubing and new blue cap. Blue cap was not loose when IV was initiated. Staff do not know why this event occurred; do not believe patient attempted to remove/loosen the cap. Opening in the IV tubing presents increased risk for infection. No additional medications or treatments required for this patient during this hospitalization because of this event.